Event description:
The pt was implanted with a ventricular assist device. The biomedical engineer reported that there were cracks in the pump. The cracks were first noticed as stable stress markings/fractures. After first seeing them, the hospital didn't see any more appreciable cracks, nor did they see the cracks progressing. On (B)(6) 2014 they saw a larger crack. On (B)(6) 2014, the pt received a pump exchange due to surgeon decision and the pt is stable and doing well.

Manufacturer narrative:
Additional information: (B)(4). Although cracks in the pump housing were confirmed, a specific root cause could not be conclusively determined through this evaluation. Upon visual inspection of the returned pump, multiple cracks running perpendicular to the threads were noted on the pump housing; however, no evidence of damage to the pump cap or pump housing was noted. The pump was pressurized and tested for leaks on both the blood sac and the pneumatic side of the pump. The pump passed our manufacturing specifications and the cracking did not affect the ability of the device to hold air. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: large crack on lateral underside of rvad.

Manufacturer narrative:
The vad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.